Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(unmark company representative). Additional information added to field d8 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection and the customer allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be determined however, it is suspected that the scope or maj-855 channel may have been clogged with foreign material. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sub-water supply port of the auxiliary water tube was clogged. The issue was found during reprocessing for an unspecified diagnostic procedure that was completed using the same set of equipment. There were no reports of patient harm.